Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 8361988. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 vials of medication had foreign particles/fibers in them after being drawn up by the bd¿ blunt fill filter needles. The following information was provided by the initial reporter: "after production they have found small, hardly visibly particles/fibers in the medication and they want to investigate if the particles originate from the bd products."